Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had experienced a hypoglycemic episode while asleep. Pt states that he was awaken 3 am to his cgm's high bg alert of 280 mg/dl. Pt, half-asleep, dosed on 10 units of humalog, without measuring his bg, and went back to sleep. Pt only remembers regaining consciousness to paramedics administering an IV in both arms. His bg, while paramedics were tending to pt, was 18 mg/dl. Pt also reports that cgm is reading high than his bg and offers a few cgm/bg values: 280/101 mg/dl and 280/17 mg/dl. At the time of his call to dexcom technical support, pt reports he was feeling better.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.